Event description:
Balt coil was placed in patient but it did not deploy. Coil implanted and explanted. Coil would not deploy. Additional detacher device used to troubleshoot. A new coil used without any issue. No harm to patient. Sales rep notified. Prestige coil system (B)(6).